Event description:
Procedure: spleenectomy. Reportedly, the tissue was gathered and the bag was applied. However, the bag was already torn along the perforation. There were no reported adverse affects to the patient. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.